Event description:
The pt was lying on the e. Cam pt table for a cardiac scan. The technologist allowed the pt to rest her right arm on an injection table that had been placed perpendicular to the e. Cam pt table. During the pre-scan set up procedure, as the e.cam detector #1 rotated clockwise, the pt's right hand was caught between the outer edge of detector #1's frame and the injection table. Subsequent x-rays of the pt's hand revealed a fracture.